Event description:
It is reported that pt is pursuing a product liability claim arising out of the durom acetabular cup for unk reason. It is reported by pt's counsel that the pt underwent total right hip arthroplasty on (B)(4) 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s. The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).